Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened, all the buttons, dome switch. The device had cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 112 mg/dl. Customer stated that she put the pump down to shower and when she got into the car she noticed the pump did not respond. Customer changed the battery. Customer reported that the act button works intermittently, but the arrow buttons do not work. Customer stated that there was no moisture exposure and pump was not dropped. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.